Event description:
Baxter received a report stating that procedural stretcher siderail had a false latch. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5160894. Initial reporter asked to remain confidential and no model and serial number was provided. Therefore, procedural stretcher was included as a generic product code in order to file this report. Per the baxter service manual, it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. Although there was no reported injury with this event, if the report of a siderail having a false latching were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.